Event description:
It was reported that a base hardware error and battery depleted alarms, not battery was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a base hardware failure and battery communication timeout errors in the error history log (ehl). The evaluation was performed, and the reported issues was not duplicated, during power up process. The root cause of the reported issue was unable to be determined. The technician replaced the interconnect board and battery for preventive measure. Power up process which passed.